Manufacturer narrative:
The customer¿s report of a leak at the IV site was not confirmed. Visual inspection of the set showed blood at the male luer. Examination under magnification showed no damages or anomalies with the male luer component. Functional and pressure testing resulted in fluid flowing freely with no signs of leaking. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that near the end of a blood transfusion of packed red cells, a leak was observed on the patient's IV site. The blood tubing had been primed without incident, was connected to the patient's central line, properly secured and had infused for 90 minutes at the time of the event. No patient harm was reported to have occurred.